Event description:
The customer reported the evis exera iii colonovideoscope failed micro testing during reprocessing prior to a diagnostic colonoscopy. There were no reports of infection. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Upon inspection and testing of the customer returned device, it was observed that the distal end was dirty. This report is being submitted for the failed micro testing and the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The defects found during the device investigation include: the bending angle in the up direction does not meet the standard value due to wear of the angle wire, the up/down knob cannot lock securely due to damage on the lock engagement lever, the adhesive on the bending section cover is worn, air water cylinder is deformed, the suction cylinder is deformed, scope connection case unit is deformed, the universal cord coating is peeling, and the right/left knob is deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause for the microbial contamination could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Additionally, a final root cause of the dirty distal end was unable to be identified. The following is included in the device instructions for use:¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.